Manufacturer narrative:
Product analysis as found condition (condition of returned device): an axium prime coil was returned within a shipping box; within a resealable plastic biohazard bag and within a secondary resealable plastic bag. The axium prime coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface was found to be loose and not attached to the coupler tube. There appeared to be evidence of mechanical detachment using an instant detacher at this location. The axium pushwire was found to be broken but retained by release wire at ~6.1cm and bent at ~146.5cm from proximal end. The coin was found not against the lumen stop. The shield coil was found intact with the implant coil already detached. The implant coil was not returned. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, in order to gain access to the coin. The retainer ring was found to be visually in good condition. The lumen stop and coin were found to be damaged. The retainer ring and lumen stop were unable to be measured accurately. Conclusion: based on the analysis performed, the customer report of ¿non-detachment, detach with hypotube¿ was confirmed. Possible causes for non-detach, detach with hypotube are damaged pusher, coin jammed at lumen stop, coil shield wrapped around coil shell or proximal end of implant coil or actuator interface bent or actuator interface extension distance out of specification. Since the implant coil and detach element were not returned any contributing factors could not be assessed. Bends were found on the returned pusher. It is possible the bend found on the pushwire may have contributed to the non-detachment as it would increase resistance when the release wire and coin is being pulled away from the lumen stop. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the delivery wire was too long, preventing the detacher from being inserted into the load indicator section, which made detachment with the detacher impossible. The coil was detached by breaking the delivery pusher, and this did not affect the treatment. The treatment site was basilar artery (ba)-superior cerebellar artery (sca), performed via a transradial artery approach. Additionally, the cause of the delivery wire being too long, preventing insertion, or non-detachment was unknown. The number of attempts made to detach the coil using the instant detacher was unknown, while one attempt was made using the manual method. No issues were encountered prior to the coil non-detachment, and no pushwire damage was observed after removal from the patient. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3 product analysis: as found condition (condition of returned device): an axium prime coil was returned within a shipping box; within a resealable plastic biohazard bag and within a secondary resealable plastic bag. The axium prime coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface was found to be loose and not attached to the coupler tube. There appeared to be evidence of mechanical detachment using an instant detacher at this location. The axium pushwire was found to be broken but retained by release wire at ~6.1cm and bent at ~146.5cm from proximal end. The coin was found not against the lumen stop. The shield coil was found intact with the implant coil already detached. The implant coil was not returned. No other anomalies were observed. Testing/analysis (including sem reports): the distal outer jacket was removed, in order to gain access to the coin. The retainer ring was found to be visually in good condition. The lumen stop and coin were found to be damaged. The retainer ring and lumen stop were unable to be measured accurately. The actuator interface was measured to be extending from the coupler tube ~0.6cm which is within specification. The axium was then used for testing with the instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicator was not visible when the pushwire was fully seated in the instant detacher cap. Conclusion: based on the analysis performed, the customer report of ¿non-detachment, detach with hypotube¿ was confirmed. Possible causes for non-detach, detach with hypotube are damaged pusher, coin jammed at lumen stop, coil shield wrapped around coil shell or proximal end of implant coil or actuator interface bent or actuator interface extension distance out of specification. Based on the analysis performed, the customer report of ¿delivery wire (actuator interface) too long¿ was unable to be confirmed as there was no issues encountered during testing with the in-house detacher, the pusher loaded correctly and pushwire was fully seated in the instant detacher cap. It is possible if a large degree of resistance is felt when moving to the treatment site the actuator interface could become loose. If too much force was used to push the system into place, the actuator interface and coupler tube connection points could shear/break. Other possible causes for non-detach, detach with hypotube are damaged pusher, coin jammed at lumen stop, coil shield wrapped around coil shell or proximal end of implant coil. Since the implant coil and detach element were not returned any contributing factors could not be assessed. Bends were found on the returned pusher. It is possible the bend found on the pushwire may have contributed to the non-detachment as it would increase resistance when the release wire and coin is being pulled away from the lumen stop. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.